Event description:
Reporter stated that caller from account reported that the unit had inaccurately filled a final container on the basis of refractive index readings. The account rejects solutions in which the refractive index differs by more than 1 unit from that calculated by the unit. This is an institution specific spec, not a MFR's spec. The programmed volumes and volumed delivered displays on the unit were identical, so the unit was operating within the MFR's specs. No pt involvement. The unit was swapped out 10/9/96.

Manufacturer narrative:
Evalution: the unit was very dirty and was tested as received. It passed all performance tests. The complaint could not be duplicated.